Manufacturer narrative:
Evaluation: chemical tests; e.g. Corrosion, reaction; environmental tests; temperature, humidity and vibration. Evaluation summary: the customer returned one open bottle of solution. The bottle had about 2 oz of solution remaining. The bottle had dents and dirt like material was observed on the neck of the shoulder of the bottle which may indicate poor lens care practice. The solution had typical color, clarity and odor. No other anomalies observed. The reported lot code represents the final packaging kit lot 197994f. The whitestock lot 195508f was filled and later that was packaged into this kit was 197994f. Based on the complaint condition, the complaint history was reviewed for lot 197994f. The complaint history was reviewed for lot 197994f and there were no other complaints of this nature reported. Review of the compounding, filling and packaging manufacturing batch records (mbrs) showed them to be acceptable. The chemistry and microbial finished product results were reviewed and found to acceptable. The environmental, utility, and sanitization records were reviewed and found to be acceptable. A review of the stability data for all opti free pure moist/evermoist lots currently enrolled in the stability program was conducted and all lots remain within specifications. A retain sample was tested for was tested for color, clarity and osmolality, all results were within specification. This lot met all release criteria prior to product release. No root cause can be determined. There have been no similar complaints reported in the lot number. Additional information was requested on 05/15/2012, 06/04/2012 and 06/08/2012 by phone, fax, and mail. A completed questionnaire was received from the consumer on 05/31/2012. (B)(4).

Event description:
A consumer reported that she experienced "pockets of infection" following the use of this product. Additional information was received from the consumer, who reported her eyes were feeling funny so she discontinued contact lens wear. She stated when she returned to wearing her contact lenses the next day her eyes were extremely sensitive to light. She called her family doctor who told her she had an eye allergy and prescribed her antihistamine eye drop. After a week her eyes were not better and her "eye sight was starting to get weaker" in the left eye. She returned to her family doctor who diagnosed her with a sinus infection and prescribed and oral antibiotic. After ten days her eye sight was worse than before and she made an appointment with an eye doctor. The eye doctor prescribed her an ophthalmic antibiotic. In the meantime she could not stand any light or sun and her vision was "way off" in the left eye. She returned to the eye doctor with no change to her symptoms and was referred to another eye doctor. She reported this eye doctor diagnosed her with keratitis and prescribed her an antibiotic/corticosteroid ophthalmic drop. Once she started using this medication her eyes instantly started feeling better. Her eyes are now clear and her left eye vision loss is healing. There are two medical device reports associated with this event. This report is for the first product.